Event description:
A hospital in (B)(6) reported that an rt443 adult breathing circuit generated a ventilator alarm. This was found before use on a pt.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt443 breathing circuit was visually inspected and immersed in a water bath to check for leaks. Results: a gap of 1mm was observed between the join of the inspiratory moulded plug and the elbow connector. This is outside of specification. Leakage was occurring at this gap. A lot check could not be carried out as no lot number was provided, but this is the only complaint of this type that we have received for this product. Conclusion: our standard operating procedure requires checking for a gap between plug and elbow. Product is rejected if a gap is present. The problem was caused by production staff failing to follow procedure during the connector assembly process. (B)(4).